Event description:
It was reported one year after implant the patient started having problems with the stimulator where he felt it would ¿increase power¿ and was not working. It was stated stimulation was off at the time of report and he was not using therapy. Additional information has been requested.

Event description:
It was reported that if the patient would move a certain way, it would boost the power like 10 times as much. It was noted that it "increased the power into their back or whatever they had it adjusted to."

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2007, product type extension; product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2007, product type lead; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2007, product type extension. (B)(4).